Event description:
An electronic report was received from a hemodialysis user facility who has reported a tubing separation. The facility was contacted for additional information. It was learned that the tubing separated on the arterial line leading up to the injection port. The event occurred at the start of the dialysis treatment. The patient lost approximately 50 ml of blood. A new set of bloodlines were set up on the dialysis machine and the dialysis therapy was resumed, the patient was able to complete prescribed therapy as ordered. The facility has thrown away the actual device reported in this event, however, a companion sample is available for an evaluation. No further medical intervention resulted from this event to this hemodialysis patient.